Event description:
It was discovered during baxter's testing that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be in specification in relation to the discovered symptom, which was unable to be reproduced. Downstream occlusion alarms were unable to be confirmed and no parts were replaced in relation to this symptom. The device passed add'l downstream occlusion testing.